Manufacturer narrative:
.

Event description:
The customer reported that the system booted up with black swiggly lines on monitor and bent pins on lemo connector. The customer reseated the interconnect cable and system worked fine. No pt injury was reported.